Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image. The blood glucose level was unknown at the time of incident. Customer reports they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.